Manufacturer narrative:
Batch review performed on 09 february 2022: lot 2100555: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact 01.32.4248mc dm converter liner f/dme (k131458) lot. 2010074. Batch review performed on 09 february 2022: lot 2010074: (B)(4) items manufactured and released on 30-mar-2021. Expiration date: 2026-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 172252. Batch review performed on 09 february 2022: lot 172252: (B)(4) items manufactured and released on 31-aug-2017. Expiration date: 2022-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: stem: quadra-p 01.12.182 quadra-p collared lat stem siez 2 (k192827) lot. 2102698. Batch review performed on 09 february 2022: lot 2102698: (B)(4) items manufactured and released on 26-july-. Expiration date: 2026-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot. 2102557. Batch review performed on 09 february 2022: lot 2102557: (B)(4) items manufactured and released on 17-may-2021. Expiration date: 2026-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 1 month and a half after primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.